Manufacturer narrative:
MFR report number: (B)(4) - emdr initial: the c-arm was being moved (downwards) and then it made a loud bang and cannot move the c-arm was submitted incorrectly. Based on the confirmation with regulatory affairs team, this device 712072 - essenta dr compact was not sold, marketed, or registered in the USA. So, FDA jurisdiction applies only to products that are legally marketed or distributed in the us. Since, this device was not in us commerce, it is outside FDA's scope, and the obligation to submit mdrs using form 3500a does not apply.

Manufacturer narrative:
This complaint is still under investigation.

Event description:
It was reported that when the customer was moving the c-arm downwards, it made a loud bang after which they could not move the c-arm. The device was in clinical use and there was no harm to patient or user.